Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for lot number 20812551. Please reference medwatch with patient identifier (B)(6) for lot number 20811854.

Event description:
Customer reportedly received the following results within 10 minutes with the compact plus system: 29 mg/dl and 117 mg/dl, 17 mg/dl and 254 mg/dl, 24 mg/dl and 159 mg/dl. The sets of readings were taken on different days. Two lots of test strips were used, and it is unknown which results came from which lot. No adverse event was reported. The alleged product was replaced and requested for evaluation.